Event description:
The defibrillator would not deliver a discharge above 70 joules. Though the customer's report was communicated as a failure to deliver above 70 joules, the problem was a failure to charge above 70 joules.